Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The pace/sense portion of the lead was capped and a new pace/sense lead was added. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: cd1231-40 competitor implantable cardioverter defibrillator (ICD) (B)(6) 2012. (B)(4).